Manufacturer narrative:
Corrections: medwatch reports submitted for duplicate information received. Three medwatch reports submitted for this incident include 9610612-2017-00188, 9610612-2017-00228, and 9610612-2017-00229. No additional information will be submitted for this medwatch report number, all future correspondence will be provided in medwatch report 9610612-2017-00188.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. H3 other text : device not returned.

Event description:
Country of complaint: it was reported that after a surgical procedure on (B)(6) 2016, that on (B)(6) 2016 a screw was dislocated, but is was not close to the esophagus, therefore a revision surgery was not needed. Concomitant medical products: ae-qas-sp40 / collect.no.qas spine cervical stabilis; sc638t / quintex dynamic plate 3-lev el 67mm.